Manufacturer narrative:
Device passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test, confirmed in device history and intermittent button response during testing due to broken trace on keypad assembly. Pump error 53 alarm noted in pump history due to software anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. Customer mentioned central button the insulin pump was unresponsive and the button was double bouncing. Customer reported they were able to clear the alarm and able to rewind the insulin pump. Customer reported fill cannula was not recorded in the daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.